Event description:
The reporter stated that he checked his blood glucose on the device and dosed insulin on the amount of carbs he would eat for dinner. He didn't eat the carbs like he thought and passed out. When he came to, he checked his glucose on the device and the result was 30mg/dl. His neighbors called the emts and he was given glucose gel and they waited until his glucose was normal.